Event description:
It was reported that the device exhibited a motor error. The event occurred during pre-test; there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was verified. The probable root cause is due to the defective mainboard. The mainboard was replaced.